Manufacturer narrative:
Weight and ethnicity: information unknown/not provided. If implanted, give date: not applicable, the healon is not an implanted product. If explanted, give date: not applicable, the healon is not an implanted product. Additional concomitant products: non-johnson and johnson intraocular lens, phaco machine b, sn unknown, phaco disposable tubing, lot unknown, balanced salt solution, lot unknown. (B)(4). The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported of toxic anterior segment syndrome (tass) in the left eye of a patient which was implanted with a non-johnson and johnson intraocular lens and healon endocoat was used in the surgery. The event occurred first day post operation. Post-op drops given to the patient were ofloxacin, lotemax and prolensa. Additional information received indicated that the post operational steroids were prescribed. It was confirmed that the patient recovered and no injury was reported. The healon product is not available for return. The surgery center indicated that they fully investigated the issue; however, the cause is undetermined. No further information was provided.